Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor glucose vs. Blood glucose, sensor updating/sg not available. The customer reported blood glucose value of 300 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-7040a, mmt-1884, mmt-332a, mmt-399a. The customer is reporting a discrepancy between sg and bg which is not within range. Insulin delivery was suspended due to sensor glucose vs. Blood glucose difference. Blood glucose value from reported event is 300 mg/dl. The sensor glucose value from the reported event is 85 mg/dl. Sensor glucose and blood glucose difference is 215 mg/dl. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. Mmt-7040a was requested and the customer response was the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.